Event description:
The customer reported that the front panel button not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the front panel button not working. There was no report of pt involvement. A philips field service engineer evaluated the device and confirmed the complaint. This display assembly was replaced to resolve the complaint. We will consider this a malfunction of the display that caused a front panel failure.